Manufacturer narrative:
Investigation summary: fourteen 10010454-0006 samples from lot 22055938 were received in sealed packaging for investigation. The feedback provided by the customer suggests leakage was detected from the smartsite component. A visual inspection of the returned samples revealed the smartsite of two samples to be oval in shape rather than circular. No visual defects or manufacturing issues were detected on the remaining twelve samples. Functional testing was performed on the samples with oval smartsites by connecting to a 50ml bd plastipak syringe and attempting to flush with fluid; leakage was detected from the oval smartsite component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. Please note, the cause of oval smartsites is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb ss 0.2m leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is the third incident with leaking y-site.